Manufacturer narrative:
Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Clog testing was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore, no root cause can be identified.

Event description:
It was reported that a bd micro-fine plus pen needle had a needle clog.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine plus¿ pen needle had a needle clog.